Event description:
Reportedly, a small wound started on the skin around the implant and the medical team advised the recipient to suspend the use of the device until the wound had healed. However, the recipient did not stop using it due to the auditory benefit. When she returned to the doctor, the implant housing had already extruded through tissue and an explantation was urgently performed.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the device through the skin. Reportedly, the recipient suffers from an autoimmune disease, which might has contributed to the observed issue. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. In addition, a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. Further two additional channels have been disabled due to non-auditory perception. The explanted device has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. Reportedly, the recipient suffers from an autoimmune disease, which might has contributed to the observed issue. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. In addition, a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. Further two additional channels have been disabled due to non-auditory perception. This is a final report.

Event description:
Reportedly, a small wound started on the skin around the implant and the medical team advised the recipient to suspend the use of the device until the wound had healed. However, the recipient did not stop using it due to the auditory benefit. When she returned to the doctor, the implant housing had already extruded through tissue and an explantation was urgently performed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, a small wound started on the skin around the implant and the medical team advised the recipient to suspend the use of the device until the wound had healed. However, the recipient did not stop using it due to the auditory benefit. When she returned to the doctor, the implant housing had already been extruded through tissue and explantation was urgently performed.